Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving lioresal (baclofen) 1000mcg/ml for a total dose of 226mcg/day via an implantable pump for cerebral palsy and intractable spasticity. It was reported on (B)(6) 2017 by a healthcare professional (hcp) that the patient was experiencing increased spasticity/stiffness. It was unknown what factors may have caused, contributed, or caused the issue. It was noted that no diagnostics or troubleshooting was performed. Actions/interventions included a 5-10% increased dose titrations with no improvement in spasticity or stiffness per hcp. At the time of the report, the issue was not resolved and the patient's status was "alive-no injury." It was stated that the patient was being referred to surgeon due to elective replacement indicator (eri) of 5 months and will have the catheter evaluated at that time as well. It was noted that surgical intervention did not occur, but surgical intervention is planned but has not yet been scheduled. The patient's weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2017-apr-07 reported the patient has not seen the surgeon yet. It was noted that no appointment was scheduled to date as a referral was just generated yesterday ((B)(6) 2017). It was unknown when the affected devices would be explanted/removed as the patient has not seen the surgeon yet. It was noted that the devices will be returned for analysis once the devices are explanted/removed as the healthcare professional requested results of analysis. To the reps knowledge, the increased spasticity/stiffness had not been resolved. No further complications were reported/anticipated.